Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of burned mouth in a 53-year-old female patient who received double salt dental adhesive cream (super poligrip extra care (zinc free formula)) cream (batch number unk, expiry date unknown) for product used for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started super poligrip extra care (zinc free formula). On an unknown date, an unknown time after starting super poligrip extra care (zinc free formula), the patient experienced burned mouth (serious criteria gsk medically significant) and product complaint. The action taken with super poligrip extra care (zinc free formula) was unknown. On an unknown date, the outcome of the burned mouth was recovered/resolved and the outcome of the product complaint was unknown. It was unknown if the reporter considered the burned mouth to be related to super poligrip extra care (zinc free formula). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Adverse event information was received via call center representative on 07 jul 2021. Consumer reported that, "it might have been a double box, but I can't use them. One was a liquid it burned my mouth it didn't stick. The second one was so hard I couldn't get anything out of it. I don't have the first tube because I was so mad I then it out. I think it must be a double. That's the one that was all liquid it was nasty. Product quality complaint: (B)(4)". Follow up information was received on 12 jul 2021 from quality assurance (qa) department regarding complaint (B)(4) (issue number) for lot number unknown. The investigation reports concluded that, complaint stands unsubstantiated. No sample was returned for this complaint, also batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. All of the documentation pertinent to a specific lot of finished product is contained in a batch envelope'. Prior to the disposition of the product, the contents of each batch envelope is reviewed & approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements. Due to the adverse event and related hsi, could I kindly request that further information is requested from the complainant. Follow up information received on 12jul2021 contains no new information. Case correction performed to the initially processed report received on 07-jul-2021 identified during internal review which was notified on 12-jul-2021, the evaluation codes was updated in the products tab.

Manufacturer narrative:
Case ID: (B)(4).

Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
It burned my mouth. Case description: this case was reported by a consumer via call center representative and described the occurrence of burned mouth in a (B)(6) year-old female patient who received double salt dental adhesive cream (super poligrip extra care (zinc free formula)) cream (batch number unk, expiry date unknown) for product used for unknown indication. This case was associated with a product complaint. Concomitant products included no therapy. On an unknown date, the patient started super poligrip extra care (zinc free formula). On an unknown date, an unknown time after starting super poligrip extra care (zinc free formula), the patient experienced burned mouth (serious criteria gsk medically significant) and product complaint. The action taken with super poligrip extra care (zinc free formula) was unknown. On an unknown date, the outcome of the burned mouth was recovered/resolved and the outcome of the product complaint was unknown. It was unknown if the reporter considered the burned mouth to be related to super poligrip extra care (zinc free formula). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Adverse event information was received via call center representative on 07 jul 2021. Consumer reported that, "it might have been a double box, but I can't use them. One was a liquid it burned my mouth it didn't stick. The second one was so hard I couldn't get anything out of it. I don't have the first tube because I was so mad I then it out. I think it must be a double. That's the one that was all liquid it was nasty. Product quality complaint: (B)(4)". Follow up information was received on 12 jul 2021 from quality assurance (qa) department regarding complaint (B)(4) (issue number) for lot number unknown. The investigation reports concluded that, complaint stands unsubstantiated. No sample was returned for this complaint, also batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. All of the documentation pertinent to a specific lot of finished product is contained in a batch envelope'. Prior to the disposition of the product, the contents of each batch envelope is reviewed & approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements. Due to the adverse event and related hsi, could I kindly request that further information is requested from the complainant.